Event description:
I had a incarcerated incisional hernia where I had gallbladder surgery in 1989. I went in for surgery and had the repair done with the prolene mesh. Not long after the surgery I had what appeared to be bleeding under the skin and went straight to the emergency room with large amounts of pain. They did a scan to see why it was bleeding and sent me to a specialist in st. Louis mo. During this period of time the pain grew rapidly and intensely. They did 6 biopsies to determine if there was an issue with the pigment in my skin and that all came back negative. They sent me to washington university to have a meeting called a "grand round." This is where a team of 60 doctors examines you and they all come together at the end at the round table to give insight or advice to what they think is the problem. No one knew what was happening but all felt it was an issue with the mesh. I have just had to learn to live with the pain and try to make the most of it. What it has done was torn my immune system down to nothing and my energy level down to nothing. To try and survive the pain, this deals me every day, I take large amounts of medication. I am only 39 years old and am very limited to what I can do because of the pain in my abdomen. The discoloration to the stomach area is horrific and stays inflamed and enlarged all the time. The area is also rock hard and hurts continually. Please find someone who can give some answers to what to do or how to deal with this. I have had 3 hernia surgeries and the prolene has been used every time and I suffer immensely with pain.